Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that it was broken where the reservoir goes, and it felled out sometimes. The troubleshooting was performed for damage and noticed that reservoir not always able to lock in place, it will come out at times and not staying in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly.